Manufacturer narrative:
Dodier, p., frischer, j. M., wang, w., auzinger, t., mallouhi, a., serles, w., . . . Bavinzski, g. (2018). Immediate flow disruption as a prognostic factor after flow diverter treatment: long-term experience with the pipeline embolization device. World neurosurgery. Doi:10.1016/j.wneu.2018.02.096. The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the event scould not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00320, 2029214-2018-00321, 2029214-2018-00322, 2029214-2018-00323. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of technical difficulties during pipeline placement. The purpose of this article was to report the long-term results after pipeline embolization device (ped) implantation. The authors retrospectively reviewed 40 patients with 59 aneurysms who underwent placement of 54 peds. The patients' mean age was 52.3 years; 34 of the patients were female. Balloon-dilatation of the ped was deemed necessary in 11 cases. The article states that balloon-dilatation was used during cases in which ped wall apposition was not achieved, in cases of tortuous internal carotid artery (ica) anatomy, or for suboptimal ped expansion. The article also states that the following deployment issues occurred: - immediate stent migration in two cases - delayed stent migration in one case - failed ped detachment in one case leading to abortion of the procedure. The patient did not experienced any neurological complication due to the aborted procedure. The article did not indicate that any patient adverse events occurred in association with these events. (B)(4).